Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer reported that he was hospitalized for high blood glucose. Customer stated that he blacked out at work and he had blood in his mouth. The blood glucose reading at the time he woke up was 213 mg/dl. Customer stated that the insulin pump had a crack case on both upper left and right corners of the screen. No further information was provided.